Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 3/21/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported pain, elevated metal ions, significant decrease in the ability to walk and move, bone erosion, fear, mental anguish, and injuries. Medical records reported that patient was at a home inspection standing, when leg gave out and he fell to floor face down. Patient was taken to emergency room where radiographs reportedly showed the femoral neck was fractured. Revision surgery report noted the femoral neck fracture and that the patient lost around 700ml of blood. Lab results for metal ions were less than 7 parts per billion. The complaint was updated on: apr 14, 2016.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address a femoral stem fracture. Update rec'd 01/12/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. There is no additional information to report at this time. The complaint was updated on: 02/01/2016.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incidents against the provided product/lot combinations since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.